Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). It was not reported whether dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. Treatment was not reported. Follow up information was received on (B)(6) 2012: on an unreported date in (B)(6) 2012, dianeal and extraneal therapies were withdrawn during the hospitalization and the patient was switched to hemodialysis. On (B)(6) 2012, the patient diagnosed with and hospitalized for peritonitis. The patient was treated with tazocef (dose, frequency and route were not reported). On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd888503 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.